Event description:
A customer contacted baxter's technical service center and the caregiver (cg) stated the home patient's (hp) transfer set was leaking during therapy on a home choice (hc). The technical service representative (tsr) advised the cg to contact the registered nurse (rn) regarding the transfer set leaking and the cg would call back if any problems or questions. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding a leak in the transfer set. Per the pdn, the home patient (hp) had cut the transfer set and he went into the clinic. The pdn stated they took care of this for him. The pdn stated there was no problem with the baxter product. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the MDR as the product code and lot are unknown. This complaint for a leak is confirmed because it was reported that the home patient had cut the transfer set. The assignable cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.